Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that sometime post-op the patient reported having pain. It was discovered that the rod was broken. The patient underwent a revision surgery to remove the rod. No additional patient complications were reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.